Manufacturer narrative:
Conclusion code: field left blank- no available code for undetermined or unknown cause. The customer¿s report of a leak from a split septum port was confirmed. The set was visually inspected; in one portion of the septum of the distal y-site versasafe injection port, a roughly triangular gap was observed in between the septum and the rim of the component body. The gap spanned approximately 3mm along the perimeter of the rim. Since it was partially dislodged from the component body, it appears as if the septum was pushed in/downward and collapsed into the component body. The septum was removed from the component body. After removal, the septum returned to its normal cylindrical shape. Further inspection under magnification did not reveal any additional damage. Functional testing was not performed due to the obvious damage. The cause of the damage was not identified.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that when using a blunt tipped needle and syringe to access the IV line and remove air bubbles in the tubing, the 'rubber part' pushed down upon removal of the syringe, causing a leak of the drug that was infusing. The IV line was replaced. There was no patient harm reported.

Manufacturer narrative:
Additional medwatch information provided.

Event description:
Medwatch report received which stated: ¿there were air bubbles in patient's IV line, nurse used a syringe with a blunt needle on it and accessed a port on the IV line to remove air bubbles. When syringe was removed from port the rubber part where the needle goes into, was pushed down and the drug that was in the line started to leak out.¿